Manufacturer narrative:
A ge rep evaluated the system and explained to the customer how the new vertical lift system works. System operates as intended.

Event description:
Customer reported vertical movement problems. No patient injury was reported.